Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring ii seal did not place into the proper position, as it would not deploy out of the delivery tube. A replacement device was used to complete the procedure. There were no pt effects. The product was returned. Three lot numbers were reported as potentially being the lot number for the reported device: 9032073, 9033171, and 9060471.

Manufacturer narrative:
Investigation summary: the device was returned to cardiac surgery on may 10, 2010, for investigation. The visual inspection revealed that the heartstring ii delivery device was received with the seal and tension springs intact and outside the delivery tube. There was no evidence of blood on the device. Based upon these findings where the seal was outside the delivery tube and there were no signs of blood, the reported failure cannot be confirmed. A lot history record review was performed for all of the possible lot numbers. None of the reported lots had any nonconformities that could have caused the reported failure. A supplemental report will be submitted when the investigation is completed. (B)(4).